Manufacturer narrative:
The other additional mitraclip referenced is being filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint identified no other complaints. All information was investigated and the reported device damaged by another-causing damage in this complaint appears to be related to procedural conditions, and due to the third clip interacting with the second implanted clip, causing the implanted clip to detach from the posterior leaflet. The reported patient effect of mitral stenosis was likely related to procedural circumstances. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the mitral stenosis and device causing damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was placed successfully. Although imaging was difficult, the second clip delivery system (cds) was advanced to the lateral side however it became caught in the chordae, causing a rupture and a flail of the anterior mitral leaflet (aml). The second clip was able to grasp some chordae and was deployed on both leaflets. A third cds was advanced medial however interacted with the second clip causing it to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment (slda)). The third clip was able to be deployed to stabilize the second clip, reducing mr to 1-2 however the gradient was noted to be 8mmhg. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.